Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 04/21/2025. An investigation was conducted on 04/22/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be transected down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 300456895 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they started to use the vasoview hemopro 2 device to perform branch ligation and when the c-ring was pushed out for the first time, the c-ring fell off in the tunnel (the c-ring was broken off from both of the support arms). The c-ring was easily retrieved and no pieces were lost in the patient. The c-ring was detached from the support arms. The only procedural delay was the time needed to open up a new hemopro 2 kit which was less than 3 minutes. No patient incident or harm.